Event description:
Customer reported blood glucose results of 595 mg/dl and 126 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to this discrepancy. Strips not available for return, replacement system sent.